Event description:
MFR rep reported devices removed dur to erosion/infection. The devices were explanted but not returned to the MFR for analysis. A follow-up report will be sent if add'l info is received.